Manufacturer narrative:
Zoll medical united kingdom evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive debug and final testing without duplicating a malfunction to the device. The device was recertified and returned to the customer. Review of the device log showed occurrences of defib lead faults; however this is not an indication of a device malfunction and are actual warnings that the device does not detect a valid patient impedance. The multi-function cable was evaluated including continuity and shock testing on a simulator with no discrepancies found. The multi-function receptacle and multi-function cable were replaced as a precaution. No trend is associated with reports of this type. It is noteworthy to mention the electrode pads used were not returned for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) year-old male patient, the device failed to discharge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.